Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-07635. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited noise. The lead was explanted and replaced. There were no patient consequences. New information noted that the implantable cardioverter defibrillator exhibited noise. The device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
This report is to retract report MFR# 2017865-2020-07937, submitted on 19 jun 2020. This report was erroneously submitted. This is not a reportable event as the device is an ide device. All previously submitted information should be corrected to not applicable and null fields.